Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm, a pump battery only lasting 5-6 days, a failed battery alarm, a dim backlight, less responsive buttons, and a rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1780kpk, and mmt-397a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a and mmt-397a. The product mmt-1780kpk was returned for analysis.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No abnormal rewind anomalies and no unexpected battery alarms noted during testing. Pump's backlight was adjusted to different settings and no backlight anomaly was noted. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. During download history review, normal lowbatteryalert were found on 05/20/2025 03:07:00, 06/09/2025 21:16:00 and 06/28/2025 20:20:00 and insulin flow blocked on 05/28/2025 19:05:08.000 during bolus found in the history files or traces. Battery cycle 8.0 received the lowbatteryalert (104) on 06/28/2025 20:20:00 after more than 7 days at 18.96 days. Battery cycle 7.0 received the lowbatteryalert (104) on 06/09/2025 21:16:00 after more than 7 days at 20.47 days. Battery cycle 6.0 received the lowbatteryalert (104) on 05/20/2025 03:07:00 after more than 7 days at 21.35 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection found dried insulin on motor slide. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspections: missing display window/cover, pillowing keypad overlay and cracked keypad overlay. Back light functioned properly during analysis. Backlight anomaly, failed battery test, no delivery, keypad anomaly, rewind anomaly and charge/battery lasts less than expected were not confirmed during testing. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Exposed to moisture confirmed due to dried insulin on motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.